Event description:
Right knee aspiration [joint effusion]; right knee swelling [joint swelling]; right knee pain [arthralgia]. Case description: spontaneous report received on 03/05/2010 from a physician regarding a (B)(6) female pt, initials (B)(6), whose relevant medical history was unk. The pt received an injection of synvisc, lot number u09121, into the right knee on 03/03/2010. Later the same evening, the pt experienced right knee pain and right knee swelling. On an unk date, 50cc were aspirated from the right knee and 50 mg of depo-medrol was injected into the right knee as treatment. No further info was provided. As of the date of receipt of the report, the pt outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.